Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference 2017865-2020-21828. It was reported that the patient presented in the hospital due to infection. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. The ICD and rv lead were replaced on (B)(6) 2020. The patient was stable.